Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was blood glucose issues. The caller did not know if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report in the section adverse event.

Event description:
It was reported that the official cause of death had not been released but that they heard their blood glucose lowered so much that customer's heart gave out.